Event description:
The implanting surgeon provided additional info. The reported rainbow-colored film on the intraocular lens was identified within the first month following surgery and is ongoing.

Event description:
A surgeon reports that pt sees glare following implantation of the intraocular lens (iol). The surgeon can see a "rainbow like" film on the iol. Additional info has been requested.